Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device producing an excessive noise, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI:(B)(4).

Event description:
It was reported by singapore that during service and evaluation, it was determined that the air pen drive device produced an excessive noise. It was determined that the device had an insufficient/low power. It was further determined that the device failed pretest for check power with power test bench and check speed with tachometer. It was noted in the service order that the nurse reported that during an ¿ot¿ surgical procedure, it was discovered that the motor of the handpiece did not sound smoothly. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.